Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument passed the electrical continuity test. The energy delivery test was performed with various orientations of the tips and passed. Additionally, the instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The blade edges were not damaged on the instrument blade. While no damage to the blades was observed, the instrument failed a cut test due to a dull blade. No cracks or damage were found to the tube extension.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the monopolar curved scissors instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint does show patient identifier (B)(6) as a related complaint (a second instrument in the same procedure with the same issue). .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument was sticking to tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.